Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery is not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusion), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer called and cancelled call. Stated it was operator error. No further details were provided.